Event description:
It was reported that the programmer was very slow in booting up and also had failed multiple times in attempting to connect to the software distribution network (sdn). Follow-up determined that the programmer was eventually able to boot up completely, it was just slow. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer had a long boot time and was unable to update software and therefore the hard drive was reconfigured and the software reloaded. Analysis also found that the low voltage differential signal board was out of specification electrically and therefore it was replaced, and that both the power supply and the system fan were noisy and both were replaced. Concomitant medical products: product ID 2067 radiofrequency programmer head. (B)(4).